Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18243.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure sensor auto 00 failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 ventilator displayed a proximal pressure sensor auto 00 failed error code. It was reported that a data acquisition (da) pcba was ordered. Upon a follow-up, the key market reported that the data acquisition (da) pcba was replaced to resolve the issue. The device was returned to service.